Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead could not be positioned into the ra appendage, and it was difficult to obtain a position on the free wall with acceptable pacing threshold measurements. After several attempts, the lead was placed on the free wall and connected to a single chamber pacemaker. The patient was checked one week later, and the lead measurements were not optimal. A lead revision procedure was performed to try again to position the ra lead in the ra appendage. During the revision procedure, the patient's condition declined. The lead could not be positioned successfully in the ra appendage and it was not able to be placed back on the free wall. After two hours, a pause in pacing of no more than 2 seconds occurred. Therefore, the ra lead was explanted and a right ventricular (rv) lead was implanted instead to complete the procedure. No additional adverse patient effects were reported.